Event description:
A report was received that the patient will undergo a pocket revision due to pocket site pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.